Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead. No patient symptoms were reported. No changes were made and the patient would be monitored.